Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 16.5 cm from the connector pin. The abrasion noted is consistent with friction to the ICD can. (B)(6). Failure (event) observed during analysis.